Event description:
Conmed anchor used during case to repair a rotator cuff tear did not deploy correctly and had to be removed from patient's shoulder. It was removed without incident, no harm to patient. Another of the same anchor was then used. FDA safety report ID# (B)(4).